Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the gauze has less than 10 each in the pack resulting in a miss count.

Manufacturer narrative:
Submit date: 1/12/2018. A device history record (DHR) review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos provided for evaluation. Based on the investigation and analysis, the most possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated their weighting system from and also updated related standard operating procedures (sop) to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay more attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.